Manufacturer narrative:
Additional information was received on (B)(6) 2021. Replacement with silicone implants was performed with explant. The patient has fully recovered. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on august 27, 2021. The complaint device was discarded. The investigation of the photograph provided was completed by the failure analysis lab on september 9, 2021. Device evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female who underwent primary breast augmentation with a 535cc mentor memorygel breast implant experienced left sided rupture post procedure. The rupture was thought to have been possible associated with a car accident. As a result, an explant was performed on (B)(6) 2021.